Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications and no motor error alarm noted.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 133 mg/dl. The drive support cap is protruded. The insulin pump will be returned. Nothing further reported.